Manufacturer narrative:
Patient symptoms of tongue soreness, throat pain and swelling appear to be symptoms of an allergic reaction to the orthodontic appliance. Once the appliance was removed, the symptoms subsided. The labelling for the device warns that the product contains nickel and chromium and should not be used for individuals with known allergic sensitivity to these metals.

Event description:
Patient was bonded on (B)(6) 2020 with the inbrace orthodontic appliance system. On (B)(6) 2020, the patient returned to the office and reported tongue soreness, throat pain and swelling. The orthodontist prescribed an antibiotic and mouth rinse, but her symptoms worsened. The patient requested removal of her braces that evening.